Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that day the patient experienced a blood glucose of less than or equal to 40mg/dl, with confusion, and cognitive impairment, associated with an alleged history settings issue. Reportedly, the patient remained on the pump, and received treatment by a non-healthcare provider of glucose tablets/glucose gel, and food and/or drink. During troubleshooting with customer technical support, it was revealed the healthcare provider had made changes to the basal rate. The patent stated they used ¿a temp basal during her menstrual cycle at 12am of 4.32mg/dl¿ and her normal basal is 1.80mg/dl. The basal delivery totals in total daily dose did not match due to the customer making changes to the basal program. The basal history matched the active basal program settings. The bolus totals matched and all boluses were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.